Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead had unstable thresholds when placed in several different locations and noise was observed. It was further reported that the patient experienced 3rd degree atrio-ventricular block and had to be resuscitated. The lead was not implanted and another lead was used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indic ated damage at implant. If information is provided in the future, a supplemental report will be issued.